Event description:
A pharmacist reported that during cataract surgery with an intraocular lens (iol) implant procedure, the haptic was placed upside down. Subsequently the lens was removed during initial procedure. No patient impact reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference's number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the iol could not be placed as there was issue with haptic.